Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02464. It was reported that the burr speed increased and a vessel perforation occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex (lcx) artery. A 330cm rotawire¿ and wireclip¿ torquer was selected for use along with a 1.75mm rotalink¿ burr. During procedure, the burr was inserted near the lcx proximal inside the guiding catheter and was advanced using dynaglide. During use, one of the staff personal got their foot caught on the rotalink's optical cable and it was removed from the console. At which time, the rotational speed of the burr temporarily increased, then stopped. When the lesion was checked using angiography, the device had moved into the lcx distal. It was also noticed that the tip of the rotawire got "crumpled", kinked and stretched. The devices were removed from the patient¿s body and visually confirmed that the tip was stretched and the rotawire coil part was partially torn. The lesion was checked with angiography and a perforation was observed at the location where the wire was noticed to have originally "crumpled". The perforation was treated successfully with balloon angioplasty. The procedure was completed with another of the same device. No other patient complications were reported and the patient is under observation.